Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date the esg-400 hf generator stopped working without error message. No further information was provided, but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france. The evaluation at the rrc revealed the occurrence of error message e172 which is triggered by the generator¿s safety. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Also, the contacts of the lvps connecting cable were found to be corroded. In the case at hand, the reported phenomenon was caused by a high resistance at the connection between the connection cable and the lvps (low voltage power supply) or at the connection between the connection cable and the motherboard. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
Additional information: b5 - describe event or problem.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date the esg-400 hf generator stopped working without displaying an error message. However, the intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.